Event description:
Boston scientific crm received information that this device triggered elective replacement indicator (eri) in (B)(6) 2010. Currently, the monitoring voltage is 2.57 volts with a charge time of 22.0 seconds. At the 29th total implant month follow-up, the monitoring voltage was 2.88 volts. Technical services discussed the mid-life display of replacement indicator advisory.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.